Event description:
It was reported that the ventilator went into a reset condition with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred. The customer also reported that the ventilator pigtail was damaged.